Manufacturer narrative:
The manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on jul, 2019 (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 366592, batch no. Z9b68f4. It is reported that after use of the bd microtainer® contact-activated lancet the lancet needle did not fully retract and user sustained a used needle stick injury. The nurse had blood work to test for (B)(6). The following information was provided by the initial reporter: "nurse reported that as he was taking accucheck of pt, after needle was pressed into the pt to obtain blood sample for blood glucose, the device needle did not fully retract. As rn went to discard the device, he was unaware of the needle had not retracted fully and sustained a needle stick to his left 5th finger."

Event description:
Material no. 366592, batch no. Z9b68f4. It is reported that after use of the bd microtainer® contact-activated lancet the lancet needle did not fully retract and user sustained a used needle stick injury. The nurse had blood work to test for hiv, hep c, and hep b. The following information was provided by the initial reporter: "nurse reported that as he was taking accucheck of pt, after needle was pressed into the pt to obtain blood sample for blood glucose, the device needle did not fully retract. As rn went to discard the device, he was unaware of the needle had not retracted fully and sustained a needle stick to his left 5th finger."

Manufacturer narrative:
Additional information: an additional lot was added to the complaint. D.4. Medical device lot #: x9k28m9 d.4. Medical device expiration date: 11/30/2022 h.4. Device manufacture date: 12/28/2017 h.6. Investigation summary: bd received a sample from the customer facility for investigation. The lot code of the returned sample did not match the lot initially provided. This sample was evaluated and the customer's indicated failure mode for the blade not retracting with the incident lot was not observed. Additionally, retention samples were selected from bd inventory (for both lot codes provided in the event) for evaluation/testing and upon completion, the issue relating to the blade not retracting was not observed. A review of the device history record (for both lot codes provided in the event) was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although the returned and received samples could not confirm the event, bd has initiated further investigation relating to this issue through CAPA (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10